Event description:
Clinic reports that shortly after treatment began the pt complained of bleeding and the venous line was found disconnected from the tesio catheter. Normal saline was administered. Pt exhibited no signs of add'l problems. Estimated blood loss 300-400cc. Lines were clamped and machine turned off. The blood flow rate was 400ml/min and the vp was 280-300. The machine did not alarm. Catheter was implanted on 03/15/2000. Subsequent to administration of normal saline, treatment was reinitiated without further problem. No sample is available.